Event description:
It was reported that during a shoulder procedure using a speedlock implant with inserter handle, the implant failed to release from the inserter handle. A second speedlock implant was inserted, however this implant also failed to release from the inserter handle. After a 30 minute surgical delay, the procedure was completed by drilling a new bone hole and using a different arthrocare implant. There were no pt complications reported as a result of this event.